Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored many inappropriate atrial tachy response episodes due to far-field oversensing. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.